Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having high blood glucose. Their blood glucose level during the incident was 447 mg/dl at 12 am. They treated with manual injections. Their current blood glucose level was 150 mg/dl. Troubleshooting was performed. It was found that their site was bloody. They were unable to remove the infusion set to check if the cannula was bent. The insulin pump passed the high-pressure test. They were advised to change the entire infusion set, reservoir and insulin and treat per health care professional¿s instructions. The device will not be returned for analysis.